Event description:
It was reported during the implant procedure that the physician saw "separation of proximal coil" upon positioning the lead. A new lead was then placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted and blood was noted in the helix mechanism.